Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited a low out of range pace impedance measurement lower than 200 ohms and a drop in r wave signals, additionally noise seen in arrythmia logbook. Technical services (ts) discussed it appears to be insulation degradation and recommended considering rv lead revision. Furthermore, a review of stored ventricular episode revealed mirrored noise on rv lead and right atrial (ra) leads, ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited a low out of range pace impedance measurement lower than 200 ohms and a drop in r wave signals, additionally noise seen in arrythmia logbook. Technical services (ts) discussed it appears to be insulation degradation and recommended considering rv lead revision. Furthermore, a review of stored ventricular episode revealed mirrored noise on rv lead and right atrial (ra) leads, ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was replaced due to normal battery depletion and the leads were replaced due to the noise and low out of range pace impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited a low out of range pace impedance measurement lower than 200 ohms and a drop in r wave signals, additionally noise seen in arrythmia logbook. Technical services (ts) discussed it appears to be insulation degradation and recommended considering rv lead revision. Furthermore, a review of stored ventricular episode revealed mirrored noise on rv lead and right atrial (ra) leads, ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was replaced due to normal battery depletion and the leads were replaced due to the noise and low out of range pace impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields d6b: explant date from section d suspected from medical device. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
This report contains corrections to fields d6b: explant date from section d suspected from medical device. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited a low out of range pace impedance measurement lower than 200 ohms and a drop in r wave signals, additionally noise seen in arrythmia logbook. Technical services (ts) discussed it appears to be insulation degradation and recommended considering rv lead revision. Furthermore, a review of stored ventricular episode revealed mirrored noise on rv lead and right atrial (ra) leads, ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was replaced due to normal battery depletion and the leads were replaced due to the noise and low out of range pace impedance measurements. No adverse patient effects were reported.